Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who resided in (B)(6) and was being treated with baclofen intrathecal (2000 mcg/ml; 215 mcg/day; type and lot # unknown). The patient had a history of dystonia, dysmyotonia, and myodystony, and the pump was implanted in 2010. It was noted that there was not a 50% or greater reduction of symptom reduction post-operative. Troubleshooting was performed on (B)(6) 2015; the device had been checked due to an alert and found that a motor stall was indicated in the logs. The patient had experienced poor effect. A pump replacement occurred on (B)(6) 2015 and the result of the replacement was "effect improvement." No adverse event was reported. Additional medications taken at the time of the event were not known. The cause of the motor stall was unknown. The event was considered to be related to the device. The patient's current status was in good condition. Should additional information be received, it will be received in the form of a follow-up report.